Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician removed the grommet from the implantable pulse generator (ipg) and had difficulty re-inserting it. A set screw was used to attempt to secure the right ventricular (rv) lead but it could not be turned. The physician broke multiple screws in attempts to turn the set screw. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.